Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. The customer reported that they passed out because of the low bg level, and they were using loud equipment, and did not hear the low bg alarms. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.